Event description:
According to the complainant, the pump infused 100 milliliters (ml) of a drug in one hour, but was set to infuse at 25 ml per hour over 4 hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was not returned for evaluation; however, the device history logs were provided and based on the results, the reported issue could not be confirmed. Details of history log: log review shows on (B)(6) 2024 25ml/hr and 100ml infusions starting at 3am, 11am, and 6pm. At 10:56pm an infusion set-up of 25ml/hr and 20ml and infusion start. At 11:05pm infusion was stopped and at 11:06pm infusion was started. At 11:20pm infusion was stopped with a volume infused to 9.57ml and no further infusions taking place that day. All information concerning this reported incident has been included in our trend analysis of the product line.